Event description:
It was reported that the patient¿s stimulation was turned off when she walked through the security gates at barnes and noble. Following this the patient had been bedridden for 24 hours but then they remembered that maybe the stimulator had turned off so they turned it back on. This had occurred at least 8 months prior to the date of this report. It was noted that they were aware that it could happen but they had been through many airports and it had never happened. No outcome was provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The previously reported issue regarding the emi exposure and the stimulation turning off was stated to be resolved when the device was turned back on; the patient previously experienced a sudden onset of tremors for 12 hours.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6) product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# unknown, implanted: 2010 (B)(6); product type lead product ID 3387s-40, lot# v433167, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).